Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. The customer's blood glucose (bg) level was 500 mg/dl. A pump supply change was performed to resolve the occlusion alarm and a correction bolus via the pump was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.